Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the surgical first assistant sustained an injury when her hand was caught between two universal surgical manipulators (usm). As a result, the staff member visited the emergency room and was excused from work for the remainder of the day. It is unknown what medical treatment (if any) the surgical first assistant received as a result of the event. Additional information has been requested; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: the incident occurred while the assistant was using an instrument to suction through the assist port. Universal surgical manipulator (usm) #3 was positioned immediately adjacent to the back of the assistant's hand when a sudden movement from usm #4 forcefully descended on the assistant's hand, trapping it between usm #3 and usm #4. The hand injury was conservatively managed with rest and regular pain relief. The assistant was out of work for 7 days and was referred to physiotherapy. The assistant has some regular stiffness and pain but has since returned to work. There is no concern about this event causing any long-term complications.